Manufacturer narrative:
Qn# (B)(4). The device history review of the product hemolok ml clips 6/cart 84/box lot# 73c2100647 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2021 the user tried to test the clip prior to the patient and the clip was broken.

Event description:
On (B)(6) 2021 the user tried to test the clip prior to the patient and the clip was broken.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were 2 clips remaining in the cartridge. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. Both remaining clips were able to properly load into the jaws of the applier and were both successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of "broken parts - clip - info not provided" was not confirmed based upon the sample received. Upon functional inspection, both remaining clips were able to properly load into the jaws of a lab inventory applier and were both successfully applied to over-stressed surgical tubing. No damages were observed to any of the returned clips. Since no functional issues were found with the returned clips, the reported issue could not be confirmed.